Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/ user technique. A conclusive cause for the reported material deformation could not be determined, however, physical resistance was due to material deformation. The reported improper or incorrect procedure, or method was due to use of expired product and is related to operational context/use error. There is no indication of product issue with respect to manufacture, design, or labeling. The first clip is filed under a separate medwatch report number.

Event description:
This is being filed to report the damage to another device and the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with grade 4+. The first clip delivery system (cds) (cds0701-xtw, 00518u204) was advanced to the mitral valve and the clip was implanted successfully in a2/p2. A second cds (cds0601-xtr, 91022u139) was advanced and as it crossed the valve, the clip knocked the first clip of the posterior leaflet causing a single leaflet device attachment (slda). The physician proceeded to implant the xtr clip medial to the first clip and had a good grasp and reduction. However, during deployment, the gripper line would not come out and could not be removed. Troubleshooting was performed and it was noted that there was a knot. Therefore, the cds was removed over the gripper line and the knot was visualized and untied, allowing removal of the entire gripper line. A third cds was advanced and the clip was implanted to stabilize the slda. Three clips implanted reducing mr to 2+. It was noted that the cds (91022u139) was used after expiration date. There was no adverse patient sequela, and no clinically significant delay in the procedure. No additional information was provided.